Event description:
Additional information was received that the patient underwent lead replacement surgery due to the high impedance on (B)(6) 2015, which resolved the high impedance. The explanted lead has not been received by the manufacturer for analysis to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient underwent a generator replacement surgery on (B)(6) 2015 due to battery depletion. Upon replacement with a new generator, the patient showed high impedance >10,000 ohms. The surgeon irrigated the pin and reinserted into the generator header, but the high impedance did not resolve. The patient's lead was not revised at this surgery. The new generator was left off. The explanted generator was received by the manufacturer for analysis. Based on the electrical test results, the device exhibited current consumption rates that are within specification, thereby demonstrating normal battery depletion to an end-of-service condition. The pulse generator module performed according to functional specifications. No known surgical interventions of the lead have been performed to date.

Event description:
The explanted lead was received by the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
Analysis of the returned lead was completed. Abraded openings with associated fluid leaks were noted on the outer and the inner silicone tubing. A break was identified in the positive and the negative lead coils at multiple locations. Also, an intermittent contact was identified between the connector pin and the negative coil. Scanning electron microscopy images of the connector pin inner surface showed that pitting or electro-etching conditions have occurred at the crimp location and on the negative coil. Scanning electron microscopy images of the lead coils show that pitting electro-etching conditions have occurred at the break locations. However, due to metal dissolution, surface contamination and/or mechanical distortion (smoothed surfaces) the fracture mechanism cannot be ascertained. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions. Additionally, programming history was reviewed for this patient's previous device implant, and noted high impedance was first observed via device diagnostics on (B)(6) 2013.